Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01664. The patient has two scs systems. The patient has a single lead for each scs system. It was reported the patient's (left side) lead was revised on (B)(6) 2017 due to being superficial and tenderness being present at the lead site. Note: both leads are being reported because it is unknown which lead was liable.